Event description:
It was reported that histoacryl adhered to the bending section of the gastrointestinal videoscope. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction to previously submitted report. Updated fields: h6, h11 corrected fields: b5, h6 the device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 to be continued: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, the flex video scope of the subject device histoacryl adhered to a-rubber. There were no reports of patient involvement.